Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 05/may/09. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Performance tests indicate leakage from the bottom of access port. In addition, analysis of the device noted damage from a sharp instrument, consistent with surgical damage, to the port tubing (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). There was no indication of wear related damage to this portion of the lap-band system returned. The stainless steel connector was not returned. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event report as, "port leaking so removed from patient; tested by doctor and shown a slow leak from base plate".